Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor presented an image flickering with green lines and then goes blank. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.